Event description:
It was reported that the pt underwent a two level corpectomy using anterior fixation. The fixation plate's locking ring broke upon removing the dts from the upper screw holes. Two upper screws reportedly were implanted without the locking mechanism. No pt complications are reported at this time.

Manufacturer narrative:
The locking mechanism was returned for evaluation. A functional check with the dts guide detected no abnormalities. The cephalad tabs of the cap were deformed and was sheared off. It appeals that dts release button was not fully depressed to disengage from the cap.